Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n/a, serial#: (B)(4), implanted: (B)(6) 2009, explanted: none. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-jan-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving dilaudid (concentration unknown, 4.8 mg/day) via an implantable pump for an unknown indication of use. It was reported that the patient had presented to the emergency room (ER) on (B)(6) 2021 with a complaint of increased pain. The healthcare provider (hcp) checked the pump and there were no alarms, the logs were fine and it had the correct amount of drug in the pump but she was unable to aspirate anything through the catheter access port. The hcp referred the patient to follow up with their managing physician to evaluate the system and determine if intervention or possible revision would be needed. It was explained that the managing physician could evaluate the system which could include but not limited to a dye study and or surgical revision if it was determined there was something wrong with the system. The issue was not resolved at the time of this report, surgical intervention was noted to be planned but has not been scheduled. The patient was alive with no injury at the time of this report.